Manufacturer narrative:
(B)(4) statement: no samples were received for evaluation. Received customer data. No customer pictures were received. No material number nor batch number were provided by the customer. No further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint cannot be determined.

Event description:
Customer states specimens contain micro clots. Additional information was provided by the customer on aug. 23, 2021. Between (B)(6) 2021 a total of 5 patient samples gave unusual results. By the time the problem was realized, the initial tubes had been discarded on 3 of the 5 samples. 4 of the 5 samples were collected in a greiner tube. One in a bd tube. Since the tube manufacturers were different that route was not pursued. The techs noticed that the tubes looked "grainy". The lot number of the greiner tube could not be identified as it was covered by a lab label and multiple lots were in place. In all cases the wbc and platelet counts were critically high. The instrument flagged the techs to rerun the sample, perform wbc estimates, review smears for nrbcs and check for clots. All that as done and the smear did not match the instrument printout. When the same sample was repeated on another instrument the results were similar. On recollect wbc and platelet counts were normal. Specimens were collected by different phlebotomists (lab staff) and none mentioned issues with the collection. Instrument maintenance was up to date. No issues with qc. A common theme could not be found, so additional instrument maintenance was performed: bleached probes and cleaned baths. After that 2 day period there were no further issues. No further investigation was done. No samples are available to return at this time.